Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the set screws on this implantable cardioverter defibrillator (ICD) would not tighten during the implant procedure. Pace impedance was greater than 2000 ohms. The physician attempted to tighten down the set screws twice but this was unsuccessful. The device was not implanted. A new boston scientific ICD was successfully implanted and no connection issues were noted. No adverse patient effects have been reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.